Manufacturer narrative:
Correction: d9 product return, h6 (method and health impact) code. The reported event was confirmed, as the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: visual inspection of the returned device confirmed a structural failure at the distal end, with the screwdriver tip exhibiting an oblique fracture pattern. The fracture presents a predominantly planar shear surface, indicating a brittle fracture. The oblique plane and smooth fibrous texture suggest failure caused by sudden high mechanical force. Additionally, circular gouge marks were observed along the shaft, consistent with prolonged or repeated use. Overall findings suggest significant mechanical loading prior to failure. Additionally, a hardness test revealed the device met the required specification. Based on the investigation, the root cause was attributed to a combination of user-related factors. The event was caused by mechanical overload, as evidenced by the blunt, abrupt fracture from off-axis use, along with scratches indicating excessively rough use and mishandling. A review of the device history record for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing, or design-related issues were identified during the investigation. If additional information becomes available, the case will be reassessed.

Event description:
During revision surgery, the peripheral and sphere screwdriver snapped within the central screw of the baseplate. The baseplate inserter screwdriver also fractured. Because the fragment was lodged and could not be removed using the standard technique, the surgical team pivoted to an alternative method for baseplate removal. During this process, the baseplate inserter handle broke.

Event description:
During revision surgery, the peripheral and sphere screwdriver snapped within the central screw of the baseplate. The baseplate inserter screwdriver also fractured. Because the fragment was lodged and could not be removed using the standard technique, the surgical team pivoted to an alternative method for baseplate removal. During this process, the baseplate inserter handle broke.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.